Event description:
The customer reported that a button on her insulin pump was not working. The customer stated she was attempting to deliver a bolus when the numbers on the screen continued running and the keypad would not respond when she attempted to stop this. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 400 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted. The device was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.